Manufacturer narrative:
An additional follow up was performed with the customer, and it was clarified that the device was not in clinical use when the issue occurred. No patient or user harm reported. The customer then reported that after replacing the power management board, the issue was resolved. The device was returned to service.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the screen was updated to the second generation lcd (liquid crystal display), but the issue was not resolved. The customer reported that the screen was not operating properly, and the screen was still dim. The customer reported that they attempted to swap the user interface (ui) assembly, and the device was operating "fine." During troubleshooting, the rse noted that the device had software 2.00; the rse instructed the customer to update the software to 2.10 or higher. A callback was performed by the customer, and it was reported that the power management (pm) board was tested with a different board, and the issue was resolved. The rse provided the customer with the part number for a replacement pm board.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. The customer reported that the device may have a damaged liquid crystal display (lcd) or the lcd was very dim at the highest brightness setting. The rse advised the customer that the lcd would need to be updated to 2nd generation display. The rse informed the customer that the 2nd gen uses a six lcd display and would need a minimum of 2.10 software. The customer was provided with the part numbers. Investigation is ongoing.